Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-jun-2023 . H6: investigation summary it was reported there was visible silicone oil. To aid in the investigation, ten samples bulk packaged in three plastic bags was received for evaluation by our quality team. A visual inspection was performed with 10x magnification. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301035, lot 2040685. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed f embedded degraded resin.

Event description:
It was reported that during inspection 40 of the bd luer-lok syringes had ink in the fluid patheway. The following information was provided by the initial reporter, translated from dutch to english: according to procedure, we submit the abnormalities found at the end of the batch. All abnormalities were found before use and thus no patients are involved. Ink issues: 40.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during inspection 40 of the bd luer-lok syringes had ink in the fluid patheway. The following information was provided by the initial reporter, translated from dutch to english: according to procedure, we submit the abnormalities found at the end of the batch. All abnormalities were found before use and thus no patients are involved. Ink issues: 40.